Event description:
It was reported that the patient with the pacemaker device exhibited oversensing on this right atrial (ra) channel. Technical services (ts) reviewed and stated that it could be a ra lead issue. The presenting electrogram (egm) showed oversensing. Ts recommended further evaluation for ra lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the patient with the pacemaker device exhibited oversensing on this right atrial (ra) channel. Technical services (ts) reviewed and stated that it could be a ra lead issue. The presenting electrogram (egm) showed oversensing. Ts recommended further evaluation for ra lead. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the boston scientific representative wanted to reprogram the device for magnetic resonance imaging (MRI) and found out there was ra lead noise due to myopotential. All lead numbers were within the range. Technical services (ts) stated that this would not meet the conditions of use that stated no evidence of compromised pg-lead integrity. This ra lead remains in service.